Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03981. It was reported that patient lost stimulation. System diagnostics recorded high impedances on all contacts. Reprogramming was attempted to no avail. Surgical intervention may take place to address the issue.